Event description:
After placement and inflation of a vasc band, staff noted pulsatile blood flow and a ballooning of the patient's skin. The patient developed a large hematoma, and a hemoband and manual compression were used to stop the blood flow.

Manufacturer narrative:
Submission of this report does not represent a conclusion or admission by vascular solutions, inc. That the content of this report is complete or accurate, that the device failed or malfunctioned in any manner, or that the device caused or contributed to a death.